Event description:
Consumer reports their second complaint on their plink meter. Does not believe it is accurate. Analysis run on clark error grid using competitive reading (80) as reference point vs. Bd readings (500) yielded some data points in the c range of the rid, outside acceptable limits.